Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was the patient experienced ineffective stimulation due to lead migration. As a result, the lead was explanted and replaced with a new model which resolved. Stimulation was effective postoperatively thus the issue resolved.